Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part is not available for further evaluation.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that shock button on customer's device is not responding. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.